Event description:
It was reported that vessel dissection occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. After pre-dilatation of the lesion with a 3.00 x 10mm semi-compliant balloon, a 3.50 x 32 mm promus elite drug-eluting stent (des) was deployed at 11 atm. The stent was then post dilated with a 3.50 x 12 mm non-compliant balloon at 15 atm and a proximal edge flow limiting dissection was observed in the proximal part of the stent. A 3.50 x 28 mm promus elite des was deployed proximally overlapping the previously deployed stent and covering the dissection. The procedure was completed and the patient condition was stable and was fully recovered.